Event description:
All attempts to the reporter for additional information have been unsuccessful to date. A surgery date has not been set yet for the patient for vns generator replacement. A battery life estimate performed with available vns programming history yielded -5.31 years remaining, indicating the vns is likely at end of service.

Event description:
Surgery to replace the patient's vns generator due to end of service has been tentatively scheduled for (B)(6) 2012.

Event description:
Reporter indicated the patient had vns generator revision surgery performed on (B)(6) 2012 due to end of service. The explanted generator will not be returned as the hospital does not return explanted devices.

Event description:
Reporter indicated a vns patient was having increased seizures and the vns generator was at end of service. It is not known if the increased seizures are attributed to the vns being at or near end of service. Attempts for further information are in progress. Vns generator replacement surgery is likely.